Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review shows multiple consecutive loss of prime and no cartridge detected warnings on the reported failure date. The pump powers on and displays verify screen. The display screen was observed to be dim and faded. A test display screen was mounted during investigation, the pump was able to boot up with a fully functional and illuminated display. The piston is unable to detect the cartridge upon the first load attempt. The reported load step malfunction was duplicated. The pump was opened, force sensor pins were found intact. After disassembling the pump, contamination was observed to the force sensor plate. Force sensor resistance was found above specifications. The cartridge compartment was observed to be damaged and missing a fragment. The cartridge cap is able to fit and hold the cartridge securely. The bolus button cover is torn exposing the white slug contact, audio bolus buttons is inoperable. The rubber cover was removed from the pump to find contamination on the bolus button. Evaluation revealed that there was a scratched display lens. The returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.